Event description:
She underwent an uncomplicated endometrial ablation with novasure. Found to have thermal injury to bowel 48 hrs later. No perforation of the uterus on xlap. Small bowel was perforated, so that portion was resected and repaired with side to side anastomosis. Reason for use: menorrhagia.